Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of malaise, which warranted evaluation at the hospital, as the patient was actively undergoing ccpd therapy when the malaise began. The etiology of the patient¿s malaise is unknown; therefore, causality could not be established. It should be noted that limited clinical information precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler cannot be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. However, given the lack of clinical follow-up, timeline of events, medical intervention, causality and no manufacturer evaluation of the device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel treatment in order to call ambulance due to the patient not feeling well. Technical support assisted the patient contact on how to cancel treatment. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, causality, medication regimen, outcome, demographics) were unsuccessful.

Manufacturer narrative:
Correction: a1, a3, a5, a6, b1, b2 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel treatment in order to call ambulance due to the patient not feeling well. Technical support assisted the patient contact on how to cancel treatment. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, causality, medication regimen, outcome, demographics) were unsuccessful.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance on how to cancel treatment in order to call ambulance due to the patient not feeling well. Technical support assisted the patient contact on how to cancel treatment. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, causality, medication regimen, outcome, demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.